Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 24,511 joules of use, "aiming beam fires straight out of fiber" was observed. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged. It was reported that @ 119,577 joules of use "aiming beam fires straight out of fiber" was observed with the second fiber. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged. The procedure was completed utilizing a third fiber @ 61,357 joules of use. The fiber tip (cap) was cleaned during the procedure. Patient outcome: "no injury" reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-603a-2605: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.